Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pq90, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient (pt) had experienced shocking following a fall. The therapy was confirmed to be on, the amplitude was decreased from 0.5v to 0.0v and this did not resolve the uncomfortable stimulation. The stimulation was turned off and the sensation stopped. The pt was sure because the shocking occurred every few minutes and they weren't feeling it right now during the call. No report of return of urinary/bowel symptoms. The pt stated they met with a manufacturer representative (rep) at their healthcare provider (hcp) office on (B)(6) 2016 because of the shocking pains in the right hip around the incision of the implantable neurostimulator (ins) and where the ins was located on the right hip that had occurred since (B)(6) 2016. The rep did some programming up and down on their nerve, with the physician programmer (php), and the pt stated they went from "42 to 0.5v" and wasn't sure how that occurred. The pt woke up this morning ((B)(6) 2016) because they were having a hard shock in the back of their left leg right above their ankle. They didn't have the shocking in the ins area but still had pain there. The pt stated the only thing their patient programmer (pp) stated was that they were on 0.5v and there was no program number. The pt's walking was affected and the shocking was still happening in their left leg and above the ankle. The pt clarified the fall wasn't a bad fall, as they caught themselves and barely scraped the side of their right leg, and reported they haven't fallen since. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.